Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrodes on her back. There was no alleged device malfunction contributing to the irritation. Patient was advised to use a cream and a powder by a physician. Follow up indicated that the these were helping.